Manufacturer narrative:
The sample was drawn in a 3 ml b-d edta plasma tube. Prior to the event, hb2 and a1c2 reagents were calibrated. Qc results were within the lab's established ranges. The absorbance vs. Time charts were reviewed by a chemistry development chemist who concluded that the low a1c2 result was due to a low diluted sample volume and/or high delivery from the corresponding reagent compartment. This was a singular event occurring on one sample. The sample dilution appears to be fine since the hb2 results are consistent between the 2 runs. Service was not requested or required for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously low hemoglobin a1c (%hba1c) result for one patient's sample that was generated by the unicel dxc 600 pro synchron chemistry analyzer. Two other samples run for %hba1c at the same time were repeated. Both results correlated with the original result. The erroneous result was flagged for review by the lab's information system. The hb2 and a1c2 chemistries were repeated on the sample. The a1c2 result was higher. These results were confirmed. The false result was reported out of the laboratory, but had not been reviewed by the physician before the error was corrected by the laboratory and the result was amended.